Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013055628); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013168834); product type: 0195-heart valves; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure using the evolut fx+ transcatheter aortic valve, the valve implant was described as successful with an aortic regurgitation index of 33 and a diastolic pressure of 80 mmhg. Trivial-mild paravalvular leak was observed, which was attributed to a large chunk of calcium at the annulus. It was noted that the valve position was high at 2 mm at the left coronary cusp (lcc) and 4 mm at the non-coronary cusp (ncc). A post-implant balloon dilation was performed despite being considered not necessary given the anatomy and risk. This resulted in valve dislodgement. A snare was used to hold the valve in place, and a second valve was passed through and implanted, positioned slightly lower at 5 mm at the ncc and 3 mm at the lcc with the same reported result. The physician stated the post-dilation was a misjudgment and was not related to the medtronic devices. The patient was stable following the procedure.